Event description:
Writer went to empty patient's foley. Unable to empty foley d/t [due to] drainage port being adhered to foley bag. Drainage bag had to swapped out and red sterility seal had to be removed.